Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of (B)(4) devices. The visual inspection of the samples had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two sutures were found in the one sleeve of the packet. It was discovered immediately upon opening the packet.